Event description:
It was reported that pericardial effusion (pe) occurred during a left atrial appendage (laa) closure procedure. The patient had an unusually large right atrium and a rotated heart, making transseptal puncture (tsp) challenging. After multiple unsuccessful tsp attempts using both (B)(6) and (B)(6) equipment, access to the left atrium was eventually achieved. However, a pe was noted immediately afterward via transesophageal echocardiography (tee). A pericardiocentesis was performed, removing approximately 250cc of blood, and a drain was placed. Despite the complication, the physician proceeded with implanting a 31mm watchman flx pro device. The procedure was completed, and the patient is expected to fully recover with no extended hospitalization. The physician attributed the pe to multiple equipment exchanges during the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).